Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
A report received stated: "patient is home care assisted under permanent mechanic ventilation. Device broke and it was necessary to change the cannula since breathing insufficience occurred. Caregiver changed the unit at home, and it was not necessary to go to hospital. At the end, no injuries to patient." No other information was provided.